Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the right common femoral artery using perclose proglide devices. Reportedly, during deployment of two proglide devices through a 6-french access site, when the needle plunger was removed no suture was present. The sutures of additional proglide devices were successfully deployed and set to the side. The access site was upsized to 12-french. After conclusion of the aaa repair procedure, the knots from the two pre-placed proglide sutures were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be in-training in the use of the proglide device and is not established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide device was filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). Lot number updated from 42111k1 to 41112k1. Evaluation summary: the device was returned and the reported needle to cuff miss could not be confirmed as the device was returned with both needle tips engaged with the cuffs. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.